Manufacturer narrative:
(B)(4). Conclusion: the actual device was returned with the cannula cap detached from the cannula tabs and missing, and was evaluated. No more damages were noted during visual examination. The device was functionally evaluated and it worked as intended. It is possible that the cannula cap dislodged due to excessive forces applied to the device during use. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2015 and absorbable straps were used. During the device evaluation, it was noted that the cannula cap was detached from the cannula tabs and missing. The procedure was completed a like device. There were no adverse patient consequences reported.